Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a removal procedure, the 5mm hex flexible screwdriver broke during removal of a broken tfna nail. There is no further information available. Concomitant devices reported: unknown tfna nail (part# unknown, lot# unknown, quantity 1) and unknown screw (part# unknown, lot# unknown, quantity 1). This report is for (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4). This complaint is related to (B)(4).